Event description:
The hexdriver was used to tightened the end cap. The end cap broke with and so did the hexdriver shaft, this caused a delay of more than 30 minutes!

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, insufficient clinical documentation was provided to perform a thorough medical assessment; therefore the root cause remains unknown. However, it was reported that no patient injury resulted from the 30-60 minute surgical delay. No further medical assessment is warranted at this time. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.